Event description:
Customer reported poor image quality in subtraction mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive and reloaded software. System operates as intended. (B) (4).